Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. The device was returned, and an evaluation was completed for it. Inspection and testing found the panel malfunction was resolved by changing the setting. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the button on the front panel issue was due to an incorrect setting. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported, that while switching on the video system center, the front panel button continued blinking and did not operate any function. The issue occurred during maintenance. There were no reports of patient harm and no procedural involvement.